Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported by the patient that their insulin pump has an unresponsive keypad. The patient's blood glucose level is 136mg/dl. Trouble shooting was conducted. Device is being returned. No further information available.

Manufacturer narrative:
Insulin pump received with button response due to moisture damage on keypad traces. Insulin pump received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.